Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to the customer¿s blood glucose (bg) lowering at night (value not provided), customer adjusted the pump¿s basal rate setting. Customer¿s current bg was 214 mg/dl.